Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-hospital inspection the cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) while turning on the power, nothing was displayed on the monitor screen. Ther was no patient involvement reported.